Manufacturer narrative:
Additional information: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The footswitch was replaced and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 18, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The footswitch received for evaluation. A visual assessment of the returned sample revealed general filth underneath the treadle of the footswitch. The returned footswitch was tested. However, it was found that the footswitch was not recognized when cradled. A system message (sm) was displayed when the footswitch was connected via the footswitch cable. However, the footswitch met all functional specifications. During disassembly of the footswitch to place its battery in hotbed footswitch, it was noted that no battery was present inside the returned footswitch. The footswitch battery was found to be missing from the returned footswitch. However, it is unknown how or when the battery was removed. Therefore, the root cause of the reported event remains inconclusive. (B)(4).

Event description:
A customer reported the footswitch did not work wirelessly or with the cable connected to the system. The incident occurred during a cataract procedure. The case was completed with an alternate unit. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).